Event description:
After performing a laparoscopic procedure on the pt, the obstetrician noticed that a rubber gasket was missing from the disposable trocar. The pt was re-scoped, and the gasket was seen in the abdominal cavity. The gasket was removed without any complications.